Manufacturer narrative:
(B)(4). It was reported that the device was used in a mildly calcified access site. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the electronic complaint handling database revealed no other incidents for loose or unraveled knot reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that after the loose knot was observed from the first proglide device, the sutures of two additional proglide devices were pre-placed using the preclose technique prior to the percutaneous transluminal angioplasty (pta) procedure. The sheath was upsized to 8f for the pta procedure. After the procedure, the pre-placed sutures achieved hemostasis. No additional information was provide.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous translumenal angioplasty (pta) procedure. Reportedly, after harvesting the suture, the knot was observed to be loose. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.